Event description:
Patient had open heart surgery with cautery. A notice was received via home monitoring of shock impedances less than 25 ohms the day after the surgery. The patient was brought into the office to redo dft testing to check the lead and the device would not shock. The shocks aborted after 20 sec and an error code was received. After the dft testing attempt, eri was reported with an eri voltage of 3.00 v. Explant was recommended.